Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-04008. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the annular rupture is unknown. However, the rupture could be related to the patient¿s native calcium, not appreciated on imaging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in germany, during the implant of the 23mm sapien 3 case by tf approach in aortic position, the valve was implanted without problems and no leaks. However, post implant the patient¿s pressure dropped and a pericardial tamponade was detected. The patient¿s chest was opened and a ventricular perforation and annular rupture were found. The sapien 3 valve was explanted, the perforation and rupture were repaired and a 21mm trifecta valve implanted, however, due to the general bad condition, the patient could not be disconnected from the hlm and died. It is assumed that the pre-shaped innowi tavi guidewire perforated the ventricle during the rapid pacing phase.